Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead helix would not retract when the physician was trying to reposition the lead. Despite troubleshooting the helix would not retract, the lead was capped and a new lead was successfully implanted. Fluoroscopy revealed the helix appeared bent. No patient symptoms were reported.